Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair surgery and partial mesh excision on (B)(6) 2010 and mesh was implanted during which the surgeon noted ¿the previously placed mesh was somewhat encapsulated in fibrous tissue. He further noted defects between the fascia and the mesh, which was partially excised.¿ it was reported that the patient underwent removal surgery and ventral hernia repair surgery on (B)(6) 2011 during which the surgeon noted ¿multiple defects between the mesh and the fascia. The previously placed mesh was dissected off of the omentum and removed¿. It was reported that the patient experienced severe pain, recurrence, bulging, inflammation, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2007 which is captured in separate file. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 05/27/2021.